Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an interventional procedure was performed when the issue happened. The procedure was aborted. The field service engineer (fse) visited the site and found system was unable to boot up. After reviewing log file fse found there is a malfunction in geo-pc. Upon troubleshooting fse found the system ready light does not turn on to make exposure and movements were not available due to possible bad geo ip. The cause of the geo pc failure determined by the supplier's part analysis the failed component is unplugged hdd. To resolve the issue, fse replaced the geo ipc and reloaded the os. Fse replaced the main hard drive and restored the old ghost image to new drive also replaced f27 fuse in m cabinet. After replacing the geo ipc, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.